Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's experiencing pain at the ipg site due to movement of the device inside the pocket. Reportedly, diagnostic testing reveals impedance values are all within normal limits. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model and implanted in a new pocket site. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.